Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 14-oct-21: there was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated and it was not confirmed. Pump passed all tests. Cassette not attached properly was found showing in the event history log. The downstream occlusion sensor was replaced as preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump did not recognize the set when installed. No adverse effects reported.